Manufacturer narrative:
Hill-rom will conduct an investigation of the returned device and send a supplemental report including the results of the investigation.

Event description:
It was reported to hill-rom that a mobile patient lift starts to lift normally and then occasionally drops the patient down a bit at certain heights.